Manufacturer narrative:
Nothing is being returned for evaluation.

Event description:
It was reported that in 2003, the surgeon took the patient to the operating room and performed thermal capsulorrhaphy using unknown oratec vulcan generator mfg by smith & nephew. Over the next 18 months, patient continued to have problems with her right shoulder. In 2004, doctor took patient back to or and performed arthroscopic surgery. His operative findings included grade iii chondromalacia on glenoid surface in addition found a crease on the humeral head. In 2006, another surgeon performed surgery on right shoulder and found chondral damage on humeral head and glenoid surfaces which he graded IV. He found the interior and posterior glenoid labrum to be atrophic. Three months later, another surgeon removed and replaced the patient's humeral head with a prosthetic device.